Event description:
Stent deformation of boston scientific 3.5mm x 12mm promus element for treatment of ostial rca stenosis. Stent elongated and extended into aorta approximately 3-4 mm. A medtronic resolute integrity stent was placed inside the promus element to maintain vessel patency. Reason for use: coronary artery stenosis.